Event description:
Additional information indicated there was no known cause of the event. No patient injury was reported.

Event description:
It was reported that since the trail phase of the neurostimulator device therapy, the patient was unable to stand up straight and "feels problems" with their spine. It was also reported that the patient had burning in their knees down to their feet but now only felt numbness. In addition, the patient had swelling in their legs and ankles. It was noted that the patient went on to have pump implanted for their pain. Additional information was requested, but was not available at the time of this report.

Manufacturer narrative:
Product ID neu_unknown_lead, product type lead. (B)(4).